Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis and the catheter shaft was kinked at 53cm from the proximal. Coating damage on the shaft was also identified 26, 36 and 66cm from the hub. Slight resistance was experienced when advancing a mandrel through the microcatheter hub due to the presence of the kink on the catheter. A full dimensional inspection was carried out and all dimensions were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is determined to be user related as an incompatible guide catheter was used with the device. The dfu states "it is recommended that the renegade hi-flo microcatheter be used with a guiding catheter that is 0.96 mm (0.038 in) guidewire compatible (with a minimum internal diameter of 1.1 mm (0.042 in))¿. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a uterine artery embolization treatment procedure, catheter resistance occurred. The target lesion was located in the uterine artery. This 135/20 renegade hi flo catheter was advanced and inserted into another manufacturer 0.038in 5fr catheter outside the patient. While attempting to insert this renegade resistance was felt and this device became stuck in the 5fr catheter. The physician removed the renegade catheter. The procedure was continued with another of the same renegade hi flo catheter. No patient complications were reported and the patient¿s status is good. However, returned device analysis revealed coating damage.